Event description:
It was reported that following implantation of the non-preloaded monofocal intraocular lens (iol), model zcb00, into the patient¿s right eye, posterior capsule opacification was noted during a postoperative examination. The condition was successfully treated with yag laser capsulotomy, and the patient fully recovered with no impact on activities of daily living. Best corrected visual acuity (bcva) improved from 20/25 preoperatively to 20/20 postoperatively. The directions for use were followed and the complaint device remains implanted. No further information was provided.

Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3:the device was not returned for evaluation as it remains implanted therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625: additional surgery. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.